Event description:
The customer reported being in the emergency room and her blood glucose reading was 215mg/dl. The reason for the emergency room visit was due to the customer fallin and breaking three toes and tearing the tendons, and she had high blood glucose. The customer stated that her blood glucose had been registered "high", and she treated herself with the insulin pump by entering 600mg/dl. The caller mentioned having issues during prime/rewind, and the insulin pump also alarmed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the rewind, prime, excessive no delivery and displacement tests. However, the insulin pump alarmed during prime test due to loose motor support disk. Unable to perform occlusion test to prime alarms. The insulin pump was received with missing end cap sticker. The insulin pump was received with a cracked case at lcd window corners.